Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2025, the patient underwent lumbar cistern catheterization. On (B)(6), during the night shift, the nurse recorded that the drainage bag contained approximately 350 milliliters of drainage fluid. However, upon emptying the bag and measuring the volume using a syringe, it was found to be only 190 milliliters, indicating that the scale was inaccurate. The nurse discarded the defective lumbar external drainage and monitoring system and promptly replaced it with a new lumbar external drainage and monitoring system for the patient. No harm was caused to the patient.